Event description:
New information received indicated that the device was reprogrammed on (B)(6) 2019. No further alerts were noted. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented at remote follow up via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient did not receive therapy during the episodes. No device intervention was performed but programming changes were discussed.